Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) checked the centrifugal system on (B)(4) 2014. The fsr found the cause to be the delphin battery. The unit did not shut down until the a/c power cord was disconnected from the outlet and ran on battery for several minutes. The a/c power cord was not secure and allowed the battery to discharge (charge only intermittently). The customer routinely powers on the centrifugal pump with the delphin battery "on" switch. The fsr replaced batteries and secured the power cord onto delphin battery with a cord clamp. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
It was reported that the centrifugal system shut down twice. The unit was not in bypass mode at the time. No other details regarding the nature of this event were provided.